Event description:
It was reported that, "the dr removed a pca cup. The cup was easily removed. In conversion with the dr it sounded like possible infection. The pca cup was replaced with a competitive cup and liner. A fresh 28mm pca head was then assembled into a competitive bipolar. Then placed on the pca stem and reduced into the competitive up and liner."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6284-0-126, lot # jrxah, description: pca 26mm std fem head comp. Cat # unk, lot # unk, description: liner. It cannot be determined which, if any of these device may have caused or contributed to the pt's infection.